Event description:
A customer contacted baxter to report that the spike port of the y set was deformed, so it was impossible to connect it to the transfer set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual sample had been discarded by the patient. A follow-up report will be filed should any significant supplemental information become available a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.